Manufacturer narrative:
The customer's calibration and qc data were acceptable. Based on the available data, a general reagent issue could be excluded. The alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative checked the analyzer and that all of the probes were positioned correctly. He performed multiple precision checks and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t results for 1 patient sample on a cobas e411 immunoassay analyzer. The initial result was 0.129 ng/ml. The initial result failed a delta check, but was reported outside of the laboratory. The repeated result was < 0.010 ng/ml. The repeated result was reported outside of the laboratory 5 minutes after the initial result. The patient was not treated based on the results. The reagent lot number and expiration date were requested but not provided.